Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, 85% stenosed, distal right coronary artery (rca) the 3.25 x 28 mm xience xpedition stent delivery system (sds) was advanced without resistance to the lesion but could not be implanted due to the anatomy. During removal of the sds, without resistance, the delivery system (sds) proximal shaft became separated. The device was removed from the anatomy without issue and a non-abbott device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on a visual inspection of the returned device and information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.